Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that during a replacement surgery, a new generator was connected to the existing lead and a system diagnostic was performed. Lead impedance and output current were ok. After the incision was closed, normal mode output current was set to 3.25ma and system diagnostics were performed. Lead impedance was normal but output current low error was seen. Output current was lowered to 2ma and the same error was seen. The tablet was shut down, restarted, and the system diagnostics was performed again, and the output current became normal. Internal data was received and reviewed. No additional relevant information has been received to date. No known relevant surgical intervention has occurred to date.